Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right atrial lead was dislodged. This lead was too long and believed that excess length may have contributed to the problem. The ra lead was explanted and was replaced. No adverse patient effects were reported.